Manufacturer narrative:
Use error may have contributed to the complaint issue regarding the use of personal protective equipment (ppe) while using the product. No protective eyewear as per product labeling was in use at the time of the incident. No trends or similar issues for splashing/exposure as described in this ticket were identified. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the biological and chemical safety hazards that may exist including the wearing of personal protective equipment (ppe). Based on the investigation no systemic issue or product deficiency was identified and is performing as expected.

Event description:
The user reported a small droplet got in their eye from a sample tube on the glp loader module. The eye was rinsed, and user was sent for a blood test. The user was not wearing protective eyewear at the time of the incident. No impact to patient management or further user safety was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The user reported a small droplet got in their eye from a sample tube on the glp loader module. The eye was rinsed, and user was sent for a blood test. The user was not wearing protective eyewear at the time of the incident. No impact to patient management or further user safety was reported.